Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump screen was unresponsive. During troubleshooting, it was confirmed that the pump touch screen was unresponsive. The customer's blood glucose level was not impacted. The customer would continue to use the pump for insulin therapy.